Manufacturer narrative:
H.6. Investigation summary: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see section h.10.

Event description:
It has been reported that one unspecified bd¿ pen needle has been found experiencing difficulty to operate during use. The following has been provided by the initial reporter: on (B)(6) 2019 at 07:10 am, an email was received stating, "regarding the pen device, the patients wife stated she heard weird sound like it was broke for the pen pak. She keeps having to send them back." Follow-up initial: on (B)(6) 2019 at 04:36 pm, a call was made to the physician. Stated that they were not notified about the broken pen.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ pen needle has been found experiencing difficulty to operate during use. The following has been provided by the initial reporter: on (B)(6) 2019 at 07:10 am, an email was received stating, "regarding the pen device, the patient's wife stated she heard weird sound like it was broke for the pen pak. She keeps having to send them back." Follow-up initial: on (B)(6) 2019 at 04:36 pm, a call was made to the physician. Stated that they were not notified about the broken pen.